Event description:
Patient reported they were examined by their dentist and provided a letter of recommendation. Upon exam the dentist found the patient to have class iii malocclusion, primarily anterior occlusion as indicated on itero scan, crossbite on #4, edge to edge malocclusion on #10 and low overjet on anterior teeth leading to premature incisal chipping. Patient will need in person supervision of aligner therapy performed by a trained dentist. Patient's treatment will require attachments placed on several teeth for better rotation, root torques, incisal angle inclinations, and arch expansions. Class iii elastics will be worn. Goal is to be in class I occlusion with canines and molars in the right areas to allow for proper mutually protected occlusion and anterior guidance to help premature anterior chipping and long lasting proper function.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.